Manufacturer narrative:
On (B)(6) 2020, biosense webster inc. Received additional information about the patient and event. The patient was male. The adverse event was noticed after the use of biosense webster products. The physician believes the adverse event was caused by an undetected thrombus that dislodged after cardioversion. Further observation was required for the patient and they did improve with the thrombectomy. Device investigation details: additional information received indicated the device has been discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4) on 1/4/2021, it was noticed that the e1. Initial reporter contact information was inadvertently omitted from the 3500a follow-up MDR # 2. The information available has now been added to the appropriate fields in section e1. Initial reporter.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent cardiac ablation procedure for atrial fibrillation (afib) with thermocool® smart touch® sf uni-directional navigation catheter and suffered cerebrovascular accident requiring surgical intervention. It was reported that after an afib case was completed, a stroke was noticed. While the patient was in recovery the anesthesiologist noticed there was weakness in the patient and it was confirmed there was no feeling in the left side of the patient. A stroke code was called for the patient and the stroke was confirmed by visualization of a clot via computer tomography (CT) scan in radiology. Caller reported that the medical intervention provided was a thrombectomy. The patient¿s status is unknown. There was no report of extended hospitalization. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available in the future; the reportability decision will be reassessed.